Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was found kinked, cannula was broken prior to the patient.

Manufacturer narrative:
Qn# (B)(4). The customer returned one opened kit containing various components including a guide wire assembly for evaluation. The guide wire was returned partially retracted in the advancer tube; however, the proximal tip was not fully inserted through the wire snubber. Visual examination revealed the guide wire distal tip contained one distinct kink with offset coils. No signs of use were detected. This is consistent with damaged caused by shipping and handling. The total length of the returned guide wire measured to be 445 mm which is within specifications of 449.2- 458.8 mm per product drawing. The outer diameter of the guide wire measured to be 0.433 mm which is within specifications of 0.432-0.457 mm per product drawing. The returned guide wire was able to pass through the returned needle and catheter with minimal resistance. A manual tug test confirmed the proximal and distal welds were fully intact. A device history record review was performed with no relevant findings. The customer report of a kinked guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained one kink near the distal tip, which is damage consistent with shipping and handling. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, shipping and handling caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the swg (spring wire guide) was found kinked, cannula was broken prior to the patient.